Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: patient was revised bi-laterally to address metallosis, high blood cobalt and chromium levels, and osteolysis. Update 3/21/12 - litigation papers received. They only mention the right hip. There is no new additional information that would affect the investigation. 02/14/2013 maude report (mw5028777) voluntarily submitted by patient states that s/he was revised bilaterally to address high levels of chromium and cobalt, metallosis, and osteolysis. Update: 10/18/2012 pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Update rec'd 1/31/2014- medical records received included anesthesia report from revision operation and home healthcare/physical therapy notes after revision operation. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/20/14. Update rec'd 2/11/2014- pfs and medical records received. After review of the revision operative note metallosis was confirmed for both left and right hips. The first two products are for the right hip and second two implants are for the left hip. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 03/13/14. Update 6/28/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation. The complaint was updated on:07/15/2016. Update 10/04/2016 medical records received. After review of the medical records for MDR reportability, the metal ion levels provided were at reportable levels. Adding a stem for the left and the right to this com. The complaint was updated on:10/26/2016.

Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per procedure. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Medical records and x-rays were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.